Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had intermittent power issues. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an intermittent power issues was not reproduced. A review of the event history log revealed "improper shutdown!" Message however the history log cannot be used to determine the means by which power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a bad connection of battery due to non original equipment manufacturer battery gasket. The alternating/ current (a/c) power adaptor requires replacement for precautionary measures. Should additional relevant information become available, a supplemental report will be submitted.